Event description:
It was reported that motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed cracked top case (tube holder) and bottom case (l-bracket and missing plunger lever. Battery not charging. Motor rate error was found during occlusion test. Both top and bottom cases were cracked, and the plunger lever was missing, it was missed during the visual inspection. The root cause of the reported issue was found to be found normal wear; device was over nine years old. Caused by worn (old), motor (motor, worm coupling) and drive train assembly (lead screw, right and left clutches). Actions taken to mitigate the reported issue: replaced motor assembly, worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed.